Manufacturer narrative:
Method: the standard evaluation process was completed, which includes volumetric accuracy testing, alarm testing, visual inspection, etc. Conclusions: volumetric accuracy was found to be 11-12% over, which is opposite of the "under infusion" complaint. Pump was recalibrated and given the full pm svc process to return it to +/-5% accuracy specification. Conclusion: the exact rate/dose/settings that the customer intended to run is not clear. This info was not given to moog. Reviewing the history log shows various settings that are similar (for example some settings are 50ml, 39.5ml, 45.2ml). The customer acknowledged that there was a programming error by the end user which caused an under delivery.

Event description:
Complaint description: "under infusion." Customer received the pt history file and could see where the pump was programmed incorrectly by the end user. Customer had their biomed dept perform a volumetric accuracy test on the pump and has returned it to moog to have the pump checked to ensure it's functioning properly. No adverse effects were noted to pt.